Manufacturer narrative:
The agent reported, I & d. Poly and glenosphere swap. Male 78. Complaint has been evaluated and is similar to report number 1644408-2019-00379; 508-36-103, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to infection.